Manufacturer narrative:
The main component of the system and other applicable components are product ID: 305901, product type: screening device.

Event description:
Information was received from a healthcare professional regarding a trial patient. It was reported that the basic evaluation wire was deployed but that it stretched out and was therefore was replaced with another lead. Issue was resolved. No further complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.